Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, per paper by uyeama 2020 published in the journal the knee, patient was revised for instability (hyperextension). Components not revised: advance primary femoral component nonporous product number: kntcnpxx lot number: ni. Advance ii cocr tibial base product number: ktccnpxx lot number: ni. Advance all-poly patella product number: ni lot number: ni.

Manufacturer narrative:
No further information was received for this event.